Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue. No unexpected failed battery alarm noted.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm and required restart after few hours. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that insulin pump had not been exposed to temperatures below 41°f. Notification light did not immediately stop flashing. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.